Event description:
It was reported that the patient presented in the unrelated surgery, the right ventricular lead had externalized conductors, which has not electrical signs of dysfunction. The lead was capped and a new lead was replaced successfully. The patient was stable throughout the whole procedure.